Event description:
It was reported that after knee surgery, the pt experienced post-op conditions. Knee puncture with bloody effusion, prescription of ice application and rehabilitation with splint. No work for four days. Heparin was prescribed.